Event description:
The patient underwent a surgery for axillo popliteal bypass surgery on (B)(6) 2012. It was reported that after unclamping, a bleeding occurred from the whole surface of the graft. The graft was explanted and replaced by another graft, that prolonged the procedure by 1 hour. There was no reported patient injury.

Manufacturer narrative:
The returned product was sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of eight products coated on the same day and under the same conditions as the complaint device indicated values well within product specification. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.